Manufacturer narrative:
The device has been returned, but the eval is not complete; therefore, a failure analysis is not available and the cause of the tip detachment is undetermined. A search of the cimplaint database revealed no add'l complaints recorded for this lot. The march 2008 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A jagwire guidewire was used during stone extraction procedure in 2008. According to the complainant, following sphincterotomy (using a olympus clevercut sphincterotome) and stone extraction (using an extractor rx balloon, boston scientific corp, and a crusher basket catheter, zeon medical inc.), "it was noted [under computerized tomography] that the distal [tip of the jagwire guidewire] became fractured [and detached]. [The physician] failed to [retrieve] the distal tip with the basket and retrieval balloon. Therefore, the procedure was stopped. The physician will try to remove the distal tip after a few days.' The details and date of the follow up procedure are unk. The pt's condition was reported as "good" following the event.